Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-95403.

Event description:
Customer reported, she was hospitalized due to high blood glucose. Customer stated her insulin pump initially had alarmed motor which she reported on (B)(6) 2015. Customer was advised to revert to back up. Customer checked her blood glucose and it was over 600 mg/dl and she did not have a back up plan to treat. Customer's blood glucose was 700 mg/dl when admitted. Cause of hospitalization was diabetic ketoacidosis. Customer was treated with fluids and insulin. Customer was not wearing the device at the time of the hospitalization. She was off the device for 30 to 45 minutes. No further information reported.